Event description:
It was reported that the pacemaker battery voltage reading was 2.57v in the clinic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the pacemaker battery voltage reading was 2.57v in the clinic. It was later reported that the device experienced early battery depletion. A device changeout was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high battery impendence resulting in battery depletion indicated (eri). The eri caused by premature depletion was noted on (B)(4) 2011. Software version 8 was installed on (B)(4) 2011.